Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to noisy signals oversensing and low amplitude. The technical services (ts) discussed troubleshooting options and indicated that the system may require revision as the signals are small at certain postures. Migration was suspected. Additionally, the system exhibited high shock impedances within normal limits. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to noisy signals oversensing and low amplitude. The technical services (ts) discussed troubleshooting options and indicated that the system may require revision as the signals are small at certain postures. Migration was suspected. Additionally, the system exhibited high shock impedances within normal limits. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, another inappropriate shock was delivered by this s-ICD, this time in primary vector whilst getting up from the bed. This s-ICD remains in service. No adverse patient effects were reported.